Event description:
The device was damaged as implanted- io stuck in incision. Manufacturer response for iol, (brand not provided) (per site reporter). It was determined this was a procedure issue and the lens was removed from consignment & disposed of.